Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Event date: unknown. Additional information was not provided by reporter. This report is for one, unknown prodisc-c implant. Part and lot numbers were not provided by reporter. UDI #: unknown part number, UDI is unavailable. Implant, explant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study patient ID # (B)(4) reported moderate neck pain at follow up appointment on (B)(6) 2011. This report is for one, unknown prodisc-c implant. This report is 1 of 1 for (B)(4)

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of severe neck pain. These events were anticipated and resolved without medical/surgical intervention. The investigator notes there was no implant involvement. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of severe neck pain. These events were anticipated and resolved without medical/surgical intervention. The investigator notes there was no implant involvement. If additional information becomes available, this determination should be re-reviewed by a clinician.